Event description:
Customer called in to report that she had high blood glucose of 297 mg/dl and her insulin pump was not working correctly. Customer stated that the act button was not working and number where ramping up on her insulin pump. Advised that the insulin pump will need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.